Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Select patient information cannot be provided due to regional privacy regulations. The test p-cap locked properly in place in the reservoir compartment noted. The pump passed the displacement test, rewind test and self test. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked retainer, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump was damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed it was reported location of the damage battery back and right side. No harm requiring medical intervention was reported. Product mmt-1780kpk was returned for analysis.